Manufacturer narrative:
Section h6- health effect - impact code: 4613 - minor injury/ illness / impairment (this code is used for the reported ocular discomfort & blurry vision). Section h6- health effect - impact code: 4619 -temporary impairment (this code is used for the reported halo vision & visual disturbance - starburst). Section h6- health effect - impact code: 4625 - additional surgery (this code is used for the reported yttrium-aluminum-garnet (yag) capsulotomy). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination, following implantation of a preloaded multifocal intraocular lens (iol) in the patient¿s left eye (os), the patient experienced poor distance vision described as ¿terrible,¿ along with moderate halos/starbursts and visual disturbance. The patient also reported occasional pressure/soreness in the left eye, with no other pain or discomfort noted. Although ¿halos/glare¿ was selected in the reporting portal, the account clarified that the patient specifically reported halos/starbursts, with no explicit complaint of glare. Pre-operative refraction on (B)(6) 2024 was +0.50 sphere, and post-operative refraction on (B)(6) 2026 was -0.00 -1.00 x 056. Due to these symptoms, the lens was explanted from the left eye on (B)(6) /2026 and replaced with a non-johnson & johnson iol of +22.0 diopters. No intraoperative complications, such as capsular tear, were reported. Additional interventions included a yttrium-aluminum-garnet (yag) capsulotomy performed on (B)(6) 2026, and miochol e was used during the procedure. Post-explant, the patient¿s condition improved, and the patient reported being much happier, with vision continuing to improve following the yag procedure. No further information was provided.